Event description:
It was reported that this right ventricular (rv) lead had been showing an increasing trend in pacing impedance values. The range was still within normal limits, but they recommended replacing the rv lead when the upcoming cardiac resynchronization therapy defibrillator replacement occurs. The rv lead has been surgically abandoned at the same procedure for cardiac resynchronization therapy defibrillator replacement due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.